Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-05520, 2134265-2013-05510. It was reported that an automatic pullback failure occurred. During the procedure, the doctor clicked the "pullback" button and it did not perform automatic pullback. The physician tried many times but it did not work. So they performed manual pullback to complete the operation. No patient complications reported.

Manufacturer narrative:
The device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The problem could not be reproduced as indicated in the original complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-05520, 2134265-2013-05510. It was reported that an automatic pullback failure occurred. During the procedure, the doctor clicked the "pullback" button and it did not perform automatic pullback. The physician tried many times but it did not work. So they performed manual pullback to complete the operation. No patient complications reported.